Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The leak was observed prior to use. The unit had been filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: february 6, 2018 - february 7, 2018. The device was received for evaluation containing approximately 80ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed by filling the bladder with water. No leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.